Event description:
It was reported that a user¿s charger displayed a blinking green indicator and did not charge because the pump was positioned screen-down on the charging pad; when the pump was flipped over, the indicator turned solid green and charging proceeded. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no medical intervention. Investigation included customer service troubleshooting and user education on proper charger alignment and device orientation. Investigation of this case revealed improper device positioning during charging, with the charging function and indicator operating as designed once correctly oriented. It was concluded, based on previously established findings for similar reports, that user technique caused the event.